Manufacturer narrative:
Age or dob, weight, ethnicity: unknown/ not provided. The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. One (1) opened pi was received at santa ana investigation lab for further evaluation. Visual inspection was performed, and no obvious damage/defect was observed. Suction test was performed, and all results were found within specifications. The reported event cannot be confirmed. A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, lot history, and trending were reviewed. There is not a recognizable adverse trend. The risks and mitigation's associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a suction loss during laser occurred 3 times when the patient squeezed off the suction ring. Patient was unaccustomed to contact in the eye. He was hyperopia and photorefractive keratectomy (prk) was not an option. Patient was given time to allow for irritation to subside before trying again. Patient was scheduled to retry monday, (B)(6) 2021. No further information provided.